Manufacturer narrative:
Analysis found overheating after 1 minute. Pre-repair temperature test was 49.6c at rear, 44.9c middle, and 37.6c nose. The hand piece was noisy. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the product overheated within 1 minute after starting to work. There was no patient impact. Additional information received: it was reported that overheating was less than one minute.